Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl, 32 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.